Event description:
At approximately 7:00am the patient's family member could not arouse the pt. Family member called 911 and then performed a blood glucose test on the suspect device. Family member obtained a result of 64mg/dl. Upon arrival, the emt's used their equipment and obtained a blood glucose level of 28mg/dl a few minutes later. The pt had been taking pt's normal amount of meds. Pt was given glucose gel and IV, then transported to the hosptial . Glucose controls were used on the suspect device and found to be in range, 71 and 72 (range 52-82). The susepct device was replaced with new product and authorized for return to the manufacturer for eval.